Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component (exact date not reported). To date, the pt has not been revised. Currently, the pt is being monitored due to unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and an investigation result be available, that changes this assessment, an mended medical device report will be submitted. The need for corrective measures is not indicated. (B)(4).